Event description:
General report received of an unspecified number of undocumented incidents of no flow. On unspecified dates, the primary tubing sets were being used to deliver unspecified medications, at unspecified rates, via plum pumps. At unspecified times, the male adapter of needleless valve connectors of secondary tubing sets were connected to the clave secondary port on the cassette of the primary tubing sets for piggyback deliveries of unspecified chemotherapeutic agents. It was reported that after the piggyback deliveries were started, no flow of solution from the secondary tubing sets were noted. The tubing sets were replaced and the therapies were resumed. There were no reported adverse pt effects and no reported delays of therapies critical to these pts. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The customer contact indicated the devices were discarded. During the investigation, no possible causes for the customer reported no flow were identified. The devices were not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. This report represents all the information known by the reporter upon query by hospira personnel.